Event description:
It was reported that on (B)(6) 2005, subject was admitted for worsening back pain. MRI of the lumbar spine revealed severe degenerative facet disease at multiple levels as well as multiple level foraminal stenosis and moderately severe spinal stenosis throughout his lumbar spine. The patient was taken to the operating room for treatment of lumbar spinal stenosis and lumbar joint instability where he underwent a wide bilateral laminectomy with complete facetectomies in a previously operated field. This was carried out at l2, l3, l4 and l5. This was then followed with posterior lumbar interbody fusion and posterolateral instrumentation and fusion effectively resulting in a 360 degree lumbar fusion through a single posterior approach. Due to the patient¿s age, medical condition and multiple level fusion, an implantable bone growth stimulator was also utilized to augment his bone healing. On (B)(6) 2006, the patient was found to be ambulating satisfactorily and was discharged to home. On (B)(6) 2006, subject underwent re-exploration of his previous lumbosacral fusion; removal of his previous sacral screws; and extension of his fusion with implantation of new instrumentation, extending his fusion to s2. His previous bone graft stimulator pulse generator was explanted, as the battery was expired and a new bone graft stimulator was implanted. Also, rhbmp-2/acs product was used at the time of surgery. Bone marrow aspiration was performed and master graft bone product was implanted. During the procedure, the l5 screws appeared to be solid and fusion was explored and found to extend down to l5 in solid fashion. This was prepared for grafting and dissection was carried out down to the l5 transverse processed, which were also drilled out and prepared for grafting. The sacrum was also prepared for grafting. The iliac crest screws were then passed down to just above the sacral notch. Fluoroscopy was used for guidance. The liberty system was used to attach to the previous hardware and links were taken and bent as appropriate and attached to the screws and the locking screws tightened to specifications. This was accomplished bilaterally. At this point, the old spf-2 bone growth stimulator was removed and a new spf-2 bone growth stimulator was placed in the lateral down by the transverse processes and this was packed in place using master graft and infused bone morphogenic protein was sandwiched between the master graft bilaterally. Cancellous bone was then soaked in blood and packed in place for additional graft. The wound was copiously irrigated and hemostasis was assured. A 10-french hemovac drain was left in the epidural space. Lumbodorsal fascia was approximated using 0 polysorb. The bone growth stimulator pulse generators were placed in the pocket in the right side of the spine. Subcutaneous stitches of 3-0 biosyn; skin was closing using 4-0 monocryl running subcuticular stitch, and sterile xeroform gauze dressing was applied. The patient was then taken to the recovery room. On (B)(6) 2006, the patient was found to be ambulating satisfactorily and was discharged to home. On (B)(6) 2009, the patient was seen at the outpatient clinic due to lower back pain. Radiologist¿s findings of CT l-spine on (B)(6) 09 was spinal fixation with pedicle screws and posterior plates and bone grafting material laterally, extending from the l2 through l5-s1. The plates and screws appeared intact. No evidence of herniation or spinal stenosis. Streak artifact from fixation apparatus compromise evaluation of disc interspaces particularly at the l5-s1 level. Borderline canal stenosis, l1-l2 level. Normal alignment with no evidence of osteomyelitis or discitis. Also evidence of a transcutaneous neural stimulator entering at the l4 level. On (B)(6) 2009, the patient was seen at the outpatient clinic due to lower back pain. There was noted chronic axial pain with history of failed conservative treatment measures and no evidence of nerve root compression noted on prior imaging study. Plan left l4 medial branch, left l5 dorsak ramus diagnostic blocks, possible rfa if diagnostic blocks appreciated. On (B)(6) 2009, the patient was seen at the outpatient clinic due to lower back pain. Dcs trial information was given to the patient. A pre-trial psych evaluation was planned and risks, benefits and alternatives to dcs were explained to the patient. On (B)(6) 2009, a dorsal column stimulator (dcs) trial was planned for the patient and the risks, benefits and alternatives were re-reviewed. The patient was brought to the fluoroscopy suite and underwent implantation of dcs. Electrode stimulation was performed after the lead wire placements during the procedure; the patient reported adequate paresthesia coverage in the typical locations of pain. Post-procedure, the patient complained of intense, severe pain in the low back and intermittently in the proximal left leg described as deep, sharp and throbbing. Increased blood pressure and tremors were noted. No motor deficit or numbness/tingling. A call was placed for an ambulance to take the patient to the emergency room for a CT scan. IV morphine was given by the ambulance crew. The patient developed forearm hives moments later for which he was given IV benadryl 50mg and demerol 50mg. Stimulator operation and instructions for use were given to the patient by the medtronic representative later in the hospital setting. On (B)(6) 2009, the patient was seen at the outpatient clinic due to lower back pain. Dcs trial was found to be unsuccessful as the patient experienced acute pain exacerbation. It was noted to be likely due to prolonged prone positioning which contributed to the acute pain exacerbation that followed the dcs trial lead wire insertions. Left l4 medial branch left l5 dorsal ramus blocks noted with no diagnostic efficacy. On (B)(6) 2009, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. On (B)(6) 2009, the patient experienced intractable back pain with some lower extremity pain and was admitted for implantation of a subcutaneous pulse generator for connection to spinal neurostimulator (tripole array) and thoracic laminotomy for placement of intraspinal epidural electrode array. Post examination showed stimulator placement which was seen projecting over the left abdomen with midline at level t9 and t10. Post-operation, the patient was found to be stable. On (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain and treated medically. Patient also received dcs reprogramming which was done to patient¿s satisfaction on (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain and treated medically with continued use of dcs as programmed and also with a recommendation of more frequent charging of the device on (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain and treated medically with continued use of dcs as programmed on (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain and treated medically with continued use of dcs as programmed on (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain and treated medically with continued use of dcs as programmed on (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain and treated medically with continued use of dcs as programmed on (B)(6) 2010, subject was examined due to intermittent back pain and further evaluation of spinal cord stimulator placement. The patient underwent a CT of the thoracic spine without contrast. A comparison was made to prior CT scan of the thoracic spine from (B)(6) 2009. Since then, dorsal column stimulator leads remain in the posterior aspect of the spinal canal, slightly more prominent to the right of midline from the t8 to the t9 level. The leads are of a different mechanical type than the leads that are seen in position on (B)(6) 2009. The leads enter the spinal canal at the t9-10 level. The prior leads, since removed, entered the spinal canal at or below the l1 level. Thoracic vertebral body heights were maintained with mild scoliosis of the upper thoracic spine and convexity to the left, similar to the prior examination. Disc space was narrowing and osteophytosis was at c5-6, c6-7 and c7-t1. The osteophytosis was thought to have likely encroached upon the anterior epidural space at c5-6 and c6-7. Two views of the abdomen showed mild asymmetric disc space narrowing at t12-l1. There was mild lower thoracic scoliosis with convexity to the right and mid lumbar scoliosis with convexity to the left. Bowel gas pattern was normal. No acute findings of the abdomen. On (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain and treated medically with continued use of dcs as programmed on (B)(6) 2010, subject was examined due to flank pain/low back pain. CT of the abdomen/pelvis renal stone revealed a cyst arising from the medial margin of the cortex of the lower pole of the kidney measuring 1.3 cm in diameter. No intraabdominal, retroperitoneal or pelvic masses, adenopathy or abnormal fluid collections were noted. Dorsal column stimulator leads were found to be in the spinal canal at the t8 and t9 levels, with stimulator device overlying the soft tissues of the right paravertebral region posteriorly. CT of the lumbar spine without contrast showed degenerative disc bulging and facet joint ligamentum flavum hypertrophy causing a moderate degree of central canal stenosis at l1-2, facet joint hypertrophy encroaching on the left l1 neural foramen and prior extensive posterior laminectomies, posterior rod and pedicle screw fusions, lateral bony fusions and intervertebral graft placements at l2-3 through l5-s1 levels. Post-operative changes were noted to be stable. On (B)(6) 2010, the patient was seen at the outpatient clinic due to lower back pain. The patient underwent x-ray of the hips. Impression of the right hip was calcific tendinitis versus osteophytosis adjacent to the superior right acetabulum with no evidence of acute osseous abnormality. Impressions of the left hip were mild degenerative changes at the superior acetabulum with enthesopathy without acute osseous abnormality and mild left sacroiliac degenerative change. Radiologist¿s opinion was left paracentral disc protrusion at t12-l1, degenerative disc bulging and facet joint and ligamentum flavum hypertrophy at l1-l2 causing a severe degree of central canal stenosis, extensive posterior laminectomies and intervertebral graft placements at l2-l3 through l5-s1 with l2 to l5 bilateral posterior rod and pedicle screws with additional fixation screws in the iliac wings, mild left convex scoliosis and atherosclerotic peripheral vascular changes. On (B)(6) 2010, subject experienced worsening pain. Imaging studies identified no stimulator fracture, migration or disconnection. However, significant stenosis at the level above the prior fusion/fixation sites was apparent. After review of the treatment options with the risks, potential benefits and rationale for each, the patient requested to proceed with surgical intervention to depress the l1-l12 segment. The patient also requested removal of the thoracic spinal cord stimulator device. Subject underwent bilateral l1-2 hemilaminectomy and foraminotomy, removal of thoracic intraspinal, epidural array and removal of medtronic subcutaneous pulse generator. Post-operative diagnosis was lumbar spinal stenosis, displaced intervertebral disc and post laminectomy syndrome. The patient tolerated the procedure well and there were no known complications. On (B)(6) 2011, the patient was seen at the outpatient clinic due to lower back pain. Patient underwent bilateral botox piriformis injections on (B)(6) 2011, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. On (B)(6) 2011, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. On (B)(6) 2011, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. On (B)(6) 2011, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. On (B)(6) 2012, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. On (B)(6) 2012, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. On (B)(6) 2012, the patient was seen at the outpatient clinic due to lower back pain and was treated medically. Subject was noted to be able to perform adls but is greatly limited by pain. On (B)(6) 2013, the patient was seen at the outpatient clinic due to lower back pain. Patient complained that he had recently ¿pulled a muscle¿ in his gluteal region. A plan was made for muscle stretching, heat pad use and alternating ice packs. Subject was also scheduled to undergo an MRI on (B)(6) 2013. On (B)(6) 2013, subject underwent an MRI of lumbar spine due to lower back pain. Examination revealed decreased prominence of the paracentral disc protrusion at t12 l1 since (B)(6) 2010, postoperative changes at l1-l2 since the prior exam including prior right hemilaminectomy and debridement of ligamentum flavum and facet joint hypertrophy relieving severe central stenosis at this debridement level, persistent posterior disc bulging at l1-l12, prior extensive posterior laminectomy at l2 through l5-s1 with intervertebral graft placements and l1. On (B)(6) 2013, the patient was seen at the outpatient clinic due to lower back pain and received a change his medications. Subject was also treated for sleep apnea obstruction on (B)(6) 2013, the patient underwent a psychological examination in order to enroll in a (B)(6) trial

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.